Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call receiving constant lost sensor alerts. Troubleshooting was performed and after removing the sensor, the customer found the sensor had a missing cannula or electrode. Blood glucose value was is unknown. The sensor would be replaced and returned for analysis.